Event description:
The facility reported a colleague infusion pump with failure code 806:10, which occurred during bio-medical service. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 806:10 was confirmed during product evaluation by baxter quality engineering. This condition was caused by a faulty channel a pump head module. The channel a pump head module was replace to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed, revealing that this device has not been serviced by baxter prior to this event. A device history review was performed finding no exceptions, nonconformances, or rework during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).